Manufacturer narrative:
Complaint history review could not be performed as no valid batch/lot number was made available for this reported event. Device history record (DHR) review was unable to be performed since no valid lot/batch number was provided. Retain sample analysis could not be performed as no valid batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample and a valid batch/lot number information.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc leaked at adapter tubing junction during use, it was found that the prn was leaking during air evacuation, so it was immediately replaced with a new cannula.